Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had an infection. Reportedly, the patient also had altered mental status and ventricular bigeminy. Additional information received indicates that a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted about a week after the implant. No field representative was present during the explant. The device and leads were discarded. No additional adverse patient effects were reported.